Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead position check failure. It was reported that the ra lead subsequently exhibited undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead position check failure. It was reported that the ra lead subsequently exhibited undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.